Event description:
During an atrial fibrillation ablation procedure, a pericardial effusion occurred. After radiofrequency lesions, the patient became hypotensive and an echography revealed a pericardial effusion. A pericardiocentesis was performed to stabilize the patient. A surgery with extra corporal circulation was performed since the pericardiocentesis did not resolve the issue. There were no performance issues with any abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pericardial effusion remains unknown.